Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, mid left anterior descending artery. During deployment of the 3.5x28 mm xience prime stent a proximal edge dissection was observed. Another xience prime stent was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.